Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced recurrent pelvic organ prolapse, chronic vaginal pain, recurrence of stress urinary incontinence, mesh erosion, personal life has been affected due to pain, dyspareunia, depression, embarrassment in public, having accidents and smelling like urine. It was reported that the patient experienced erosion of mesh and underwent mesh revision surgery on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.